Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr attachment device stopped spinning while being used by the doctor. According to the reporter, the doctor was not sure if the issue was related to the entire electric pen drive device or just the attachment device. The doctor then inserted another attachment device into the electric pen drive device and the device functioned as expected. Therefore, it was determined that the burr attachment device had the issue. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not spin was confirmed. An assessment was performed on the device which determined the unit would not work, did not function and would not accept/secure cutter or gage. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.